Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, a segment of the led display was not illuminating correctly. It was also found that foreign material of unknown source accumulated in the chassis seam and internal components of the unit. This caused interruption to the ui board touch panel and caused the unit to power off unexpectedly.

Event description:
It was reported that the rad-8 powers off by itself when pressing the alarm limits button. This happens on ac and dc power. No known impact or consequence to patient.